Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure to explant and replace his leads (reference MFR report: 1627487-2014-03528). It was reported during the procedure, 2 model 3286 leads (from the same lot) were implanted in the occipital region and intra-operative diagnostics revealed invalid impedance readings. The leads were removed and replaced with 2 percutaneous leads. The procedure was extended by at least one hour. The patient reported effective stimulation coverage post-operative.